Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of capture. Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced. Patient condition was stable